Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of a cyst and surgical scar was exacerbated by the lifevest equipment. Patient described the area as uncomfortable, and clasp rubbing caused area to bleed and open. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed doxycycline & antibiotics for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.